Event description:
It was reported that (1) device was used during a gastric bypass. It was reported by the rep that the tlc10 misfired. The staples misformed on 2/3 of the distal end of staple line on the left side of the staple line (the staples were standing up). They oversewn misfired area with sutures to complete the case.